Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break. It is possible segmented post-dilation was performed due to the reported size discrepancy between the proximal and distal lesion. It should be noted, segmented post-dilation may have caused and/or contributed to the reported difficulties; however, this could not be determined based on the information provided by the account. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: pantera leo (3.0x8, 3.75x8). Guide wire: sion black, fielder xt. Guide cath: jr4. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, non-tortuous, and mildly calcified de novo lesion in the distal circumflex. A 3.0x18mm xience sierra stent was deployed at 12 atmospheres (atms) for 25 seconds (sec). The stent was post-dilated with a 3x8mm non-abbott balloon catheter at 20 atms for 21 sec. Additional post-dilatation with a 3.75x8mm non-abbott balloon catheter was performed at 20 atms for 20 sec; however, the stent fractured. The same 3.75x8mm non-abbott balloon catheter was inflated to 14 atms for 40 sec and the fracture was corrected. Optically the stent looked acceptable. Intravascular ultrasound was used for optimization of pre and post stenting. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.